Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Multiple products were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient underwent transforaminal lumbar interbody fusion surgery on the lumbar region of his spine from vertebrae l3 to s1. Allegedly, patient was implanted with rhbmp-2/acs in this surgery. The rhbmp-2 collagen sponge was placed outside a cage (i.e., in the disc space). Reportedly, "patient's post-operative period was marked by a period of improvement, followed by increasingly severe low back pain and radiculopathy." Reportedly, "patient continues to experience constant lower back pain. He has difficulty standing or walking for more than 15 minutes and is extremely limited in any physical activity. He is unable to lift, and is unable to sleep well due to his pain."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2012, the patient presented with following pre-op diagnosis: l3-l4, l4-l5 and l5-s1 nonunion and l3-l4, l4-l5 and l5-s1 left-sided foraminal stenosis. He underwent following procedures: l3-l1, l1-l5 and ls-s1 left-sided revision decompression and foraminotomies and l3-l4, l4-l5 and l5-s1 transforaminal lumbar interbody fusion with prosthetic interbody vertebral devices. As per operative notes,¿ a globus caliber implant was selected and filled with rhbmp-2 bone graft. Additional rhbmp-2 was placed in the anterior aspect of the disk space and the interbody implant was placed in the central position of the disk.¿ no intra-operative complications were reported. The patient got discharged on (B)(6) 2012.